Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2008 (B)(6); product type extension product ID 3031a lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3889-28 lot# v002703, implanted: 2006 (B)(6); product type lead product ID 3889-28 lot# v002703, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) was painful due to placement. The ins was moved to a deeper spot ((B)(6) 2007), but it was still uncomfortable. The ins replaced in (B)(6) 2008 and a new lead was added to the left side. The original lead (right side) was not removed. The patient was to contact her previous hcp and ask why the original lead could not be removed.